Manufacturer narrative:
Mfg address line: (B)(4).

Event description:
It was reported that an embolic stroke occurred resulting in expressive aphasia. On (B)(6) 2022, an impluse diagnostic guide catheter was selected for use in a coronary intervention procedure. The impluse took 4 mins to cross the valve. Post procedure, within the same month as the initial procedure, the patient experienced an embolic stroke requiring hospital treatment. The patient experienced memory loss and left side weakness post stroke. No further patient complications were reported.